Event description:
It was reported the asymptomatic patient's atrial lead was sensing noise. Programming changes were recommended but not yet completed. No further information was known about the event.